Event description:
It was reported the patient had a loss of therapeutic effect. The patient's house had been struck by lightning, causing the house fuses to break. The patient indicated stimulation was good prior to lightning strike, but afterwards she could not feel stimulation. When the lightning struck she felt an increase or surge in stimulation, described as a horrible zap. The patient was not struck by the lightning. No power-on-reset (por) conditions were detected. The patient had a few titanium rods in her back. The two electrodes active prior to lightning strike were now high in impedance, over 10,000 ohms. Amplitude for the prior program was increased from 4.2 v to 10.5 v without stimulation being felt. The patient's device was reprogrammed around the two open electrodes and the patient was getting great stimulation and therapy coverage.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).